Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f2202 captures the reportable event of endoscopic procedure to remove the migrated stent. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered rmv stent was implanted during a procedure on an unknown date. On (B)(6), 2025, the stent migrated into the small intestine. Consequently, the migrated stent was surgically removed. The patient was admitted and expected to recover. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block g1 manufacturer contact person has been updated. Block h11: block h6 has been updated based on the additional information received via medical review on september 15, 2025. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f1901 additional surgery to remove the migrated stent. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered rmv stent was implanted during a procedure on an unknown date. On (B)(6) 2025, the stent migrated into the small intestine. Consequently, the migrated stent was surgically removed. The patient was admitted and expected to recover. Note: no further information has been obtained despite good faith efforts.